Event description:
The manufacturer received information alleging a ventilator service required fault had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The third-party service technician further evaluated and determined the detachable battery had caused the ventilator service required alarm to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air foam inlet filter and particulate filter needs replaced for preventative maintenance unrelated to the reportable malfunction/issue. The machine flow sensor needs replaced for an error code, machine flow drift log, that was observed on the device's error log. This was unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances orabnormalities related to the reportable malfunction identified in this complaint record during testing of thedevice prior to distribution